Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately eight years post-implantation due to alleged pain, discomfort, soreness, dysfunction, and synovitis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03130 & 04018).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately eight years post-implantation due to alleged pain, discomfort, soreness, dysfunction, and synovitis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a right hip revision procedure approximately eight years post-implantation due to synovitis, wear debris and loosening of the acetabular component. During the procedure, all components were removed and replaced with legacy zimmer products.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.